Event description:
It was reported via repair work order that the foot end brakes would not engage due to a bent brake adjuster and missing rollers. The brakes on the head end functioned to specification. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.